Manufacturer narrative:
Additional information was requested from the user facility. From the responses received it was determined that the patient had an average anatomy, continuous flush was maintained and no unusual resistance was encountered prior to the guidewire fracture. In addition, it was confirmed that the guidewire was safely pulled out of the patient after the fracture had occurred. The device history record review confirmed that the device met all material, assembly and performance specifications. The device was not returned for analysis. From the information provided there is no indication the device was used against instructions for use. Based on the investigation and the information provided, the most probable root cause is operational context. Correction: manufacturer name - corrected.

Event description:
It was reported during procedure the guidewire fractured and had to be removed. Another guidewire was used to completed the procedure successfully with no harm to the patient. Continuous flush was maintained. No other information was reported.

Event description:
It was reported during procedure the guidewire fractured and had to be removed. Another guidewire was used to completed the procedure successfully with no harm to the patient. Continous flush was maintained. No other information was reported.